Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported she fell a month ago and her neurostimulator had not been working properly since. Additional information was requested.